Event description:
It was reported via repair work order that the lift hi/lo motor was inoperable due to malfunctioned cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.